Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Tooth abscess [tooth abscess] discomfort in teeth [dental discomfort] case description: this case was reported by a consumer via call center representative and described the occurrence of tooth abscess in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number 2g4v, expiry date february 2020) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2018, the patient started polident denture adhesive cream. In (B)(6) 2018, an unknown time after starting polident denture adhesive cream, the patient experienced tooth abscess (serious criteria gsk medically significant), dental discomfort, accidental ingestion of product, wrong technique in drug usage process and drug use for unapproved schedule. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the tooth abscess, dental discomfort, accidental ingestion of product, wrong technique in drug usage process, drug use for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the tooth abscess and dental discomfort to be related to polident denture adhesive cream. Additional details: the patient sometimes swallowed polident denture adhesive cream (accidental swallowing). She had applied the cream on her denture when it was dry or wet (misuse. According to the label, consumers should wash the denture first, remove excess amount of water but kept it moist before applying the cream. The intentionality was unknown). However, the denture could not be hold very well in both situation. She had used the product for about 1 week. She had to use the product 2-3 times per day as the denture was hold loosely. She felt slightly uncomfortable at her teeth after use (discomfort in teeth). She also experienced tooth abscess (tooth abscess) near the incisor after use which had never happened in the past. Follow up information was received on 16 jan 2018. She confirmed she started to use the product in (B)(6) 2018. She felt very unsatisfied about the adhesiveness of the product. The action taken of polident denture adhesive cream was unknown.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of tooth abscess in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number 2g4v, expiry date february 2020) for product used for unknown indication. This case was associated with a product complaint. In (B)(6) 2018, the patient started polident denture adhesive cream. In (B)(6) 2018, an unknown time after starting polident denture adhesive cream, the patient experienced tooth abscess (serious criteria gsk medically significant), dental discomfort, accidental ingestion of product, wrong technique in drug usage process and drug use for unapproved schedule. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the tooth abscess, dental discomfort, accidental ingestion of product, wrong technique in drug usage process, drug use for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the tooth abscess and dental discomfort to be related to polident denture adhesive cream. Additional details: the patient sometimes swallowed polident denture adhesive cream (accidental swallowing). She had applied the cream on her denture when it was dry or wet (misuse. According to the label, consumers should wash the denture first, remove excess amount of water but kept it moist before applying the cream. The intentionality was unknown). However, the denture could not be hold very well in both situation. She had used the product for about 1 week. She had to use the product 2-3 times per day as the denture was hold loosely. She felt slightly uncomfortable at her teeth after use (discomfort in teeth). She also experienced tooth abscess (tooth abscess) near the incisor after use which had never happened in the past. Follow up information was received on 16 jan 2018. She confirmed she started to use the product in (B)(6) 2018. She felt very unsatisfied about the adhesiveness of the product. The action taken of polident denture adhesive cream was unknown. Follow up information was received from quality assurance department on 19 feb 2018. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department verifying that all results met specification requirements.

Manufacturer narrative:
3003721894-2018-00013 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us. Device evaluation: retained sample was analyzed and met specification requirements. Materials and chemistry evaluation: test: description test method:c-5012_1.1 specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies. Test:ph specification:6.5-7.5 result:6.7. Test: % gantrez test method: 420-4000 specification: 25.5%-34.5% result: 26.9%.